Manufacturer narrative:
Other relevant device(s) are: product ID: 9735300, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that when the surgeon was inserting the skull mount into the patient, the surgeon did not notice that there was a defect in the cord. The navigation system could not pick up the tracker. A different skull mount tracker was used. There was less than an hour delay to the procedure. There was no reported impact on the patient¿s outcome.